Event description:
It was reported that the right atrial lead exhibited noise, oversensing and intermittent capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 7.4 cm to 7.6 cm from the connector pin which likely contributed to the reported anomalies. The abrasion is consistent with constant friction with another implantable device.